Event description:
I received a recall letter for my CPAP machine from philips respironics. It warned of "serious injury which can be life-threatening" with continued use of my machine. I have experienced the following symptoms: headache, cough and increased nasal/sinus congestion. The letter states that I should "discontinue use of my device and contact my doctor or dme provider to determine options for continued treatment". I cannot stop using my CPAP because I have severe sleep apnea. If I did I my symptoms would be unbearable. I have contacted both my doctor (who says I should stop using my machine) and my dme provider who says I am currently not eligible for a new CPAP machine. I have contacted philips through their website and by phone. I have registered with them. I have also been told by a customer service rep. That I cannot get a new machine from philips at this time. Thus my only option is to keep using my recalled machine. This is not acceptable. There is no medical tests for this issue. Phillips knows it has a serious problem with certain of their machines and is recalling them. However philips is not providing the appropriate corrective action for it's more serious CPAP users. FDA safety report ID# (B)(4).